Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735737, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, the electromagnetic navigation instruments were "flashing in and out" of tracking. It was reported that the site opted to complete the procedure with navigation and the intermittent tracking. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Software appears to be working as designed through what was reported. However, logs were not returned. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. The site suspected the reported issue was due to use error, however confirmation was not provided." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming that the site had multiple instruments in the field during this case. This navigation system has been used multiple times after this complaint with no issues